Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set was leaking from the y-site. The nurse noticed a small puddle of clear fluid on the ground under the baxter infusion pump when the nurse went to hang irinotecan. Drips were noticed coming from the connection of the y-site on the IV tubing line under the door of the pump. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.